Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for blood pooling was observed. Additionally, ten (10) retention samples from bd inventory were evaluated by visual examination and the issue of pooling in the stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode based on the photos provided by the customer. Bd was not able to identify a root cause for the indicated failure mode. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes blood is pooling in the stopper well. The following information was provided by the initial reporter. The customer stated: we have found that blood pooling on top of vacutainers, it is happening again. I already complained about this in 2018 and it was resolved, but unfortunately has recommenced. It happens with the 21gx1" needles more so than the22g.